Event description:
New information states that oversensing was believed to be emi. The device was reprogrammed. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with oversensing on the implantable cardioverter defibrillator.